Event description:
Literature was reviewed regarding complications of transvenous lead extraction. The authors described a patient who underwent a lead revision due to unspecified right ventricular (rv) lead damage. The lead was abandoned, and a new implantable pulse generator (ipg) and rv lead were implanted. Approximately a year later, the patient was urgently admitted to the hospital due to device erosion and an infection. Prior to lead extraction, intra-procedural transesophageal echocardiography (tee) indicated the presence of an intracardiac mass on the leads, located around the tricuspid valve. There was severe tricuspid regurgitation and during the surgery, there was a rupture of both the anterior and posterior leaflets. The impaired tricuspid valve was successfully replaced with a biological porcine valve. A new ipg system was implanted approximately twenty days following the explant procedure. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: complications of transvenous lead extraction¿focus on tricuspid valve damage: a case report. European heart journal - case reports. 2025. 9, ytae695. Doi: 10.1093/ehjcr/ytae695 continuation of d10: st. Jude lead implanted: 2008-11-24 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.